Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues were reported by the account. Multiple attempts were made to obtain additional information regarding the event and the pump¿s return status; however, no additional information was provided by the account and the pump has not been returned to date. If heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(4), is returned to abbott at a later date this file may be reopened to include the evaluation of the device. The hmii lvas IFU, rev. H, is currently available. No device related issues were reported by the account. The patient was explanted on (B)(6) 2021. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 15-dec-2015. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was explanted. No further information was provided.